Manufacturer narrative:
Per tandem's t:slim user guide, "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours.  No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level ranged between 200-288 mg/dl. Pump supplies were changed to address the issue. Reportedly, the cartridge was in use for 4-5 days. Tandem technical support educated customer regarding cartridge/insulin labeling.